Manufacturer narrative:
E1: facility name (B)(6) h3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed error 45986. Functional testing confirmed the customer's reported issue. The primary problem was due to a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
It was reported that the pump was returned for repair due to an out-of-tolerance flow rate found during inspection. There was no patient involvement.